Manufacturer narrative:
The 30-degree endoscope plus involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the button of the 30-degree endoscope plus was loose, and during the case it kept turning the camera up and down. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was not inverted, and there was no uncontrolled motion or reversed control of the system arms. The endoscope was installed in the "up" orientation; however, the surgeon did not confirm the desired orientation at installation. No indication of image orientation was provided via the user interface. The endoscope and its adapter/base remained engaged and intact, with no observed damage. The procedure was completed using a backup endoscope, and there was no patient injury. The endoscope was not manually rotated 180 degrees prior to the event, and no patient information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was placed on an in-house diagnostic tester or equivalent and found the local button controls were not working properly. The endoscope failed the button functionality test due to all buttons. Fa removed buttons and place buttons on a gold unit, and it worked properly. The probable root cause is attributed to an electrical issue with the button. A visual inspection found the endoscope with cosmetic damage. In addition, the endoscope had damage to the cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The root cause for cable connector ¿ discoloration is typically attributed to component failure, such as material degradation. Further visually inspection found the endoscope had damage to the button pack assembly. Visual inspection confirmed hairline crack on left and right button pack assembly. The root cause of camera button pack is typically attributed to the use conditions, such as inadvertent collisions with hard surfaces or drop of the scope or caused by improper cleaning during reprocessing. The endoscope was found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction.